Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted as of the present. A call placed to technical services on 04/25/2018 stating that this lead exhibited many inappropriate atrial tachycardia responses (atrs) with noise on ra channel and also on the shock electrogram. The noise was first noted on (B)(6) 2016. In the recent atrial tachycardia response (atr) episode there was a non-physiological signal that was being oversensed on the right atrial electrogram. The physician suspected external noise because it looked like 50/60 cycles but was not seen in all 3 electrograms. The technical services representative stated that the noise did not look cyclical but fuzzy which may correspond with muscle noise. It was also noted that muscle noise was not atypical on the shock electrogram due to the distal coil to can vector however right ventricular muscle noise was more atypical in a bipolar sensing configuration. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).